Event description:
Reportedly, during testing, a device alert occurred with default settings leading to a unit shut down. The issue could not be resolved by recharging the battery and the battery had to be replaced. There was no pt involvement.